Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - (B)(6)). A getinge field service engineer (fse) collected fos tool from office for apollo hospital. Checked unit with fiber optical sensor module, test passed ok. No fiber optic error seen. Checked system on iabp trainer & balloon, kept on pumping for an hour working satisfactorily. System has passed all functional test.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had an optical sensor failure, there was no pressure source. A new fiber optical balloon was used, error got resolved. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an optical sensor failure, there was no pressure source. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : sindoori management solutions priva a supplemental report will be submitted upon completion of our investigation.